Event description:
It was reported that during the implant procedure, the guidewire was failed to be remove from the left ventricular (lv) lead. It was noted that the guidewire went through the lv lead insulation. The lv lead was replaced and the procedure continued with the new lead. No patient consequences were reported.

Manufacturer narrative:
The reported events were "the wire felt "stuck" inside of the lead" and insulation damage. A complete lead was returned in one piece. "The wire felt "stuck¿ inside of the lead" was confirmed. Visual inspection found the lead body insulation was pulled and the inner coil was stretched at the distal region consistent with procedural damage. X-ray examination found the inner coil was stretched consistent with procedural damage. The cause of the reported event of ¿the wire felt "stuck" inside of the lead¿ was isolated to stretched inner coil consistent with procedural damage. The reported event of insulation damage was not confirmed.